Manufacturer narrative:
Section b1 ¿ type of report (check all that apply) - product problem (e.g., defects/malfunctions) added. Section h6: codes have been updated to reflect a lead fracture.

Event description:
Related manufacturer report number: 1627487-2023-05314. It was reported that the patient 's right lead fractured, and their left lead migrated. It was noted that patient had a fall. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experienced a lead fracture/ migration was reported to abbott. It was determined the left t12 lead migrated and the right t12 lead fractured. As a result, both leads were explanted and replaced. Therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.